Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients lead had migrated. It was noted that the leads had multiple contacts out and was sporadic across both leads. The patient was also not getting adequate pain relief and there was a possibility of lead fracture. The patient underwent a lead replacement procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients lead had migrated. It was noted that the leads had multiple contacts out and was sporadic across both leads. The patient was also not getting adequate pain relief and there was a possibility of lead fracture. The patient underwent a lead replacement procedure.